Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received an emergency medical assistance on (B)(6) 2018 due to low blood glucose, of 40 mg/dl. The customer reported that he had passed out and the emergency medical services was dispatched. Customer was treated with glucose shot. Customer suspected that the auto mode would automatically deliver insulin. The customer was not connected to the insulin pump while priming the device. The customer was assisted with troubleshooting and there was no indication that the insulin pump over delivered insulin. Self test was performed and passed. The customer was wearing the insulin pump during the incident. The customer was advised to discuss possible causes of low blood glucose and call back for further assistance. The reservoir will not be returned for analysis.